Event description:
Pt was implanted with the instrumentation on 4/24/91. Explantation of the instrumentation was performed on 11/27/91. There was no indication of union. Surgical notes indicate some loosening of the superior screw bilaterally. Pt was re-instrumented and re-fused.